Event description:
It was reported that an exactamix syringe inlet had particulate matter in the tubing. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in january 2025. H11: the device was received for evaluation. A visual inspection was performed, and a semi dark spot shaped objected 0.20 sq mm was observed under the opaque cap of the blue syringe connector. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing, assembly, and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.